Manufacturer narrative:
One device was received. A visual inspection noted five (5) non manufacturer applied stickers and a white xteroscout device next to the power switch, the line cord had a large gash on it where you can see the internal wires, quick connect corroded. Put water into water tank, attached temperature check, plugged line cord into outlet and turned device on and performed functional tests. The device temperature kept dropping after bringing it up to 42.0 degrees confirming the complaint. A root cause was due to faulty temperature pots. A device history record (DHR) review was not performed because the device is beyond a year from its manufacture date there was no indication of a manufacturing defect during the investigation. Service history review identified this device has not been in for service previously. Actions taken; replaced printed circuit board (pcb), quick drain connect, line cord assembly. Also replaced the float switch because technician ?nicked? It trying to get tie wrap off. Performed preventative maintenance (pm). Device passed all functional testing.

Manufacturer narrative:
Other, other text: b3: date of event is unknown, no information has been provided to date. A product sample was received and is awaiting evaluation, investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the warmer temperature is running low and when adjusted, the temperature will only go lower. No report of patient involvement.